Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. Reportedly, the user did not remove the cartridge and did not think the cartridge was loose. The user reloaded the cartridge and resumed insulin delivery. Reportedly, the alarm did not impact the user's blood glucose (bg) level. However, the user reported a blood glucose level of 60 mg/dl. The user stated that the bg level was due to physical activity. The bg level was addressed with soda and carbohydrates.